Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
A patient in a (B)(4) study initially experienced pain for more than one year and was treated with non-narcotics, narcotics, anti-inflammatories and physical therapy. Patient was implanted with prodisc-l at l4-l5 and l5-s1 on (B)(6) 2005 and was discharged to home on (B)(6) 2005. Subsequently the patient experienced an undefined severe adverse event and was returned to the operating room on (B)(6) 2007 for an l4-s1 bilateral microdecompression. This report is #5 of 6 for the same event.